Manufacturer narrative:
Manufacturer reference (B)(4).

Event description:
Rxsight was informed of a report of a light adjustable lens (lal, sn (B)(6), +21.0d) implanted backwards during a patient's primary cataract surgery. The surgeon decided to exchange the lal for another lal during the same surgery. Rxsight's first awareness of this event was on 06/28/2024.

Manufacturer narrative:
The injector was not available for evaluation; section d9 was corrected. No further evaluation can be performed. Section h6 codes were updated accordingly. Manufacturer reference #: (B)(4).